Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a trauma case where the patient developed acute kidney injury. Device use cannot be ruled out as a potential contributing factor. The case involved a morbidly obese male patient who was riding a scooter and was hit by a car estimated to be going 40-50 mph. The patient was noted to be in profound shock on arrival at the hospital. The patient was profoundly hypotensive (bp 33/20) and appeared to have a grade four liver injury. A sheath was placed in preparation for a reboa procedure, and the balloon catheter was inserted and inflated into zone one. The reboa catheter was partially inflated for 64 to 74 minutes in zone one and then adjusted and placed in zone three for 32 minutes (partial). The patient was transferred to the CT scanner which revealed multiple rib fractures on both sides. The medical team transferred the patient to the or where the patient was noted to have massive bleeding of the liver and significant venous bleeding. After the procedure, the reboa catheter was removed without incident. Once the patient was out of the or, he was on multiple pressors and seemed to be doing well. The following morning (approximately 6 hours later), the patient crashed and an increase of the pressors was administered. Transfer to ECMO was considered. After, it was noted that the patient had acute kidney failure and was on crt. The patient was hemodynamically stable and was no longer on pressors. The surgeon noted that the patient had a duplex which showed flow in both femoral arteries. When asked if the catheter or the patient's injury pattern contributed to the kidney failure, the surgeon stated that it was hard to say whether reboa contributed because the patient was in profound shock with a crushed chest, significant bleeding, and had a lot of contrast. Last, the surgeon stated that acute kidney injury is common in trauma and that it's not unusual for patients to recover without life-long dialysis. He believed that preboa-pro was a reason this patient survived. Upon investigation of this incident, the presence of the catheter could not be ruled out as a potential contributor to aki. There is no reported or alleged failure or deficiency of the prytime catheter or its labeling.